Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video shows several drops running down the housing. The actual leak was not visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with polyflux 14 l, an external fluid leak from the header was observed. There was no patient involvement. No additional information is available.